Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material #: 305181 batch#: unknown. It was reported by customer that customer reported during our phone call that they are experiencing coring with bd blunt fill needle approx 30% of the time when drawing up propofol medication from a vial. This is a crna in a procedural area. One incident was recently reported and pir filed/closed #10061553. I'm filing this additional pir to elevate their verbal feedback surrounding their experience with coring, and primarily propofol vials. The hcp is not satisfied with bd blunt fill and working with their supply chain person to go back to a plastic cannula they were formerly using.

Manufacturer narrative:
(B)(4), follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. Material #: 305181 batch#: unknown. It was reported by customer that customer reported during our phone call that they are experiencing coring with bd blunt fill needle approx 30% of the time when drawing up propofol medication from a vial. This is a crna in a procedural area. One incident was recently reported and pir filed/closed #(B)(4). I'm filing this additional pir to elevate their verbal feedback surrounding their experience with coring, and primarily propofol vials. The hcp is not satisfied with bd blunt fill and working with their supply chain person to go back to a plastic cannula they were formerly using. Verbatim: rcc received a complaint via email. Email(s) attached. Customer reported during our phone call that they are experiencing coring with bd blunt fill needle approx 30% of the time when drawing up propofol medication from a vial. This is a crna in a procedural area. One incident was recently reported and pir filed/closed #(B)(4). I'm filing this additional pir to elevate their verbal feedback surrounding their experience with coring, and primarily propofol vials. The hcp is not satisfied with bd blunt fill and working with their supply chain person to go back to a plastic cannula they were formerly using.